Event description:
The device was returned from customer for service. During svc by baxter tech, the device was found to have failure code 570 in the event history. Customer reported there were no pt injuries or med intervention associated with this report.